Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricular (rv) lead was elevated. Analyst commented, right ventricular capture threshold fairly steady steady at approximately 2.2 volts through (B)(6) 2015, then begins to fluctuate more widely, ranging between 1 and 2.5volts (B)(6) 2016; data is sporadic after (B)(6) 2016.

Event description:
It was reported that the patient presented to the hospital by a thoracic pain that was alleged as related to the unstable right ventricular (rv) lead thresholds by the ischemia produce around the area where the lead was implanted, and no capture noted at low rates. A rv lead perforation was alleged. It was also reported that rv lead no capture occurred in 2012. The rv lead inactivated, remains in the patient, and a different lead was implanted. No patient complications have been reported as a result of this event.